Event description:
It was reported that guidewire detachment occurred. The occluded with clot target lesion was located in the severely tortuous and thrombotic vessel in the posterior cerebral artery. Two 200cmx10cm fathom -14 guidewire were selected for use. During preparation, the first guidewire was noted fractured upon removal from the hoop. A second device was opened and advanced into the patient. However, while recrossing a stent, the 6cm distal fathom wire fractured in the patient's neuro region. The physician attempted to retrieved the fractured wire using a snare device but with no success. The patient may undergo magnetic resonance imaging (MRI). No further complications were reported.